Event description:
After having a mesh implant to repair a surgical hernia associated with a lateral flap reconstruction after breast cancer, I was and still am plagued with a battery of side effects. The first issue was an infection in the mesh area. Over time, I started having pressure pain in the abdomen, especially when having to urinate, vaginal prolapse, scratching and pain in mesh area when bending or stretching because of the hardness of the material, a bulge over the mesh, a bubble wrap feel which appears to fat that has pushed through the mesh, inability, to have abdomen to abdomen sex because of the scratchiness and pain, pain with regular sex because of the prolapsed organs, incontinence (leakage and inability to retain urine for over two hours because of the pain which radiates from abdomen to the lower back area, have to stop the consumption of liquids after seven pm or I have the urge and pain to eliminate more than the usual three times during sleep, in which I also have to unplug from the CPAP machine and when defecating, organ push through my vagina more and as a result the vaginal prolapse is getting worse.